Manufacturer narrative:
The reported oad was received at csi for analysis, with the fractured distal driveshaft section engaged on the guide wire. There was no damage observed with the guide wire. The driveshaft was confirmed to be fractured at the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron analysis identified fatigue striations at the site of the driveshaft fracture. When tested, the oad functioned on both speeds as expected. At the conclusion of the device analysis investigation, the report that the oad had fractured was confirmed. It was hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of the fracture is undetermined. The diamondback coronary orbital atherectomy system instructions for use states the following warning, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Updated fields: b4, g3, g6, h2, h3, h6, h10 csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
An intravascular ultrasound catheter could not be advanced into the circumflex lesion. The diamondback coronary orbital atherectomy device (oad) was advanced slowly via glideassist; however, the device was also unable to cross the lesion. The oad was then advanced into the lesion at low speed. Several low speed proximal to distal and high speed distal to proximal treatment passes were performed. During a distal to proximal treatment, it was noticed that the oad driveshaft had fractured. The fragment was retrieved with a snare and the viperwire guide wire. The procedure was completed with rotational atherectomy. There were no adverse effects.

Event description:
An intravascular ultrasound catheter could not be advanced into the circumflex lesion. The diamondback coronary orbital atherectomy device (oad) was advanced slowly via glideassist; however, the device was also unable to cross the lesion. The oad was then advanced into the lesion at low speed. Several low speed proximal to distal and high speed distal to proximal treatment passes were performed. During a distal to proximal treatment, it was noticed that the oad driveshaft had fractured. The fragment was retrieved with a snare and the viperwire guide wire. The procedure was completed with rotational atherectomy. There were no adverse effects.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).